Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic for normal follow-up, device could not be interrogated. The programmer software was upgraded and upon attempting to interrogate, the programmer displayed a message that the device is not supported by the software. The session was ended and software was reloaded, but the problem persisted. Locating the programmer with older software or device replacement was recommended. Patient management will be discussed with the physician.